Event description:
Were you able to complete the treatment after resolving the issue? Yes, but the function of the kimal replacement line was poor so it was replaced after 21 days on (B)(6) 2024. Pt currently has product 8888145015, lot 2405800192 in situ. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).